Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Tubing too soft and kinking during procedure. In one case the tubing kinked and the syringe came disconnected from valve, resulting in the dr and patient ¿being covered¿ in pleural fluid. No intervention reported.

Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. A review of the device history record shows that all inspection results passed per the DHR process and no anomalies were noticed during production or during the raw material inspections. The complaint investigation was not able to confirm the reported failure mode. Consequently, a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results. Since a probable root cause could not be identified for the identified defect, the investigation was not able to identify any corrective or preventive actions for this complaint. The complaint will be added to the complaint management process and will be tracked and trended for future occurrences. H3 other text : see manufacture narrative

Event description:
Tubing too soft and kinking during procedure. In one case the tubing kinked and the syringe came disconnected from valve, resulting in the dr and patient ¿being covered¿ in pleural fluid. No intervention reported.